Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 26-year-old female patient who had essure (batch no. B60751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and sumatriptan (imitrex) since 2015. In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("alopecia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder, dysmenorrhoea, female sexual dysfunction, weight increased, migraine, alopecia, headache, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: underwent treatment due to complications from the essure device. In the patient's left tubal ostia deployed an essure micro-insert without difficulty. One trailing wire was present into the uterine cavity at the time of the deployment. The right side was similarly cannulated with essure microinsert without difficulty. Current weight 215 lbs. Approximate weight at the time of essure placement 165 lbs patient received treatment for:abnormal bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Lot number: b60751 manufacturing date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a (B)(6) year old female patient who had essure (batch no. B60751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) and sumatriptan (imitrex) since 2015. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("alopecia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder, dysmenorrhoea, female sexual dysfunction, weight increased, migraine, alopecia, headache, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: underwent treatment due to complications from the essure device. In the patient's left tubal ostia deployed an essure micro-insert without difficulty. One trailing wire was present into the uterine cavity at the time of the deployment. The right side was similarly cannulated with essure microinsert without difficulty. Current weight (B)(6). Approximate weight at the time of essure placement (B)(6) patient received treatment for:abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram on (B)(6) 2016: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: case became serious incident. Essure removal date added. Reporter added. Follow up 9, 10, 11 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.